Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was from a consumer (con) indicated they are scheduled to meet with a nurse to have surgery to correct the pump moving around. The patient also inquired about getting a new handset. The patient stated that it was not working ad she had given it to her physician. The patient services (pss) discussed getting the handset back and we could replace it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving dilaudid via an implantable pump. The indication for use was spinal pain indications. The patient mentioned since implant, they had to move the pump in their body in order to get the bolus, and they never know when it's going to do that. The patient moves the pump "straight up and down" and they are able to usually bolus after that. The patient stated it's irritating and when agent mentioned discussing with the hcp the patient stated the hcp has no issue connecting with their clinician tablet. The patient has not had a refill since implant of the current pump and patient stated they assume they have a refill coming up but did not provide when the refill would be. Agent redirected to healthcare provider to further address the issue.